Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a cracked keypad overlay and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. However, the pump was also received with the original reservoir stuck in the reservoir compartment. Unable to remove properly the original reservoir and to perform the displacement test due to the original reservoir stuck on the reservoir compartment. No loose/missing reservoir retainer ring was found during visual inspection.

Event description:
Information received by medtronic indicated that the retainer ring was missing. Customer reported that there was physical damage to the insulin pump's retainer ring and the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.